Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report having high blood glucose levels (bg's) and was unable to control bg with bolus insulin doses. His bg's ranged 97 - 291 mg/dl. He was able to see the cannula and stated that it is in. Customer removed the pod while on the phone and noticed a discoloration inside of pod and described the color as dark. He denied hearing any crackling noises during fill and did not notice any resistance during filling process. Customer was able to activate a new pod successfully and his bg has stabilized to normal limits of 75 - 120 mg/dl.